Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient presented with uncontrolled hypertension, diabetes mellitus, atypical chest pain, negative cardiac catheterization, right renal artery, left kidney, pelvic, left renal artery are unremarkable. He was started on norvasc and vasotec. His blood pressure got better. The patient was discharged with improved condition. (B)(6) 2006: the patient underwent lumbar spine, flexion/extension exam owing to instability of lumbar spine. Impression: mild-to-moderate degenerative disc changes are seen at l4-5, but there is no evidence of instability on flexion and extension views. (B)(6) 2006: the patient underwent MRI of the lumbar spine without and with contrast owing to complaints of lower back pain and right leg numbness. Impressions: spondylitic degenerative disk desiccation at l4-l5 with mild broad-based central disk herniation compressing the thecal sac and intraspinal ls nerve roots; loss of normal lumbar curvature could be secondary to muscle spasm or positioning. (B)(6) 2007: this patient was presented with chronic constipation. The patient underwent total colonoscopy and polypectomy. The patient received demerol 75 and versed 5 milligrams intravenously. An olympus cf160 colonoscope was introduced through the rectum and advanced all the way to the cecum. This patient showed evidence of melanosis coli probably from chronic constipation and laxative abuse. The patient only had a 1/2 cm sigmoid polyp which was flat and this was removed by electrocautery snare. There was no evidence of any other polyp or malignancy present. The rest of the examination was negative. The patient tolerated the procedure - total colonoscopy and polypectomy well. (B)(6) 2007: the patient underwent MRI of the lumbar spine without gadolinium. Impression: there is persistent moderate spinal stenosis at l4-l5 level due to degenerative change. (B)(6) 2007: the patient presented with pain in the back <(>&<)> the lower extremities. There has been imaging studies demonstrating that there is a spinal stenosis at the l4-5 level with lateral changes. Reviewed the MRI, past history and personal data history and found that he has mechanical findings, positive straight leg rising and has some trace dorsiflexor weakness of the foot and sensory change in the l5 distribution. The impression shows that the patient has chronic and severe pain in his back with neurogenic claudication and significant lumbar spinal canal stenosis. (B)(6) 2007 : the patient presented with lumbar stenosis l4-l5 with intractable lumbosacral radiculopathy. The patient underwent decompressive lumbar laminectomy, l4-l5 with a bone morphogenetic protein lateral mass fusion, l4, l5, s1 with a right iliac bone graft. As per op notes, the lateral mass fusion was placed from the l3 to s1 level bilaterally. Bleeding points were controlled, then 0.5 milligram of duramorph was placed intradurally. A hemovac drain and 011-q pain pump were placed and brought through separate lateral stab wounds. The fascia over the hip site was closed with interrupted vicryl suture, the deep fascia with interrupted vicryl suture, the superficial fascia with interrupted vicryl suture, the subcu with 3-0 vicryl suture and the skin with indermil. (B)(6) 2007: the patient underwent x-rays for the lateral view of the lumbar spine. There is a radiopaque marker visualized at the posterior aspect of s1 vertebral body. There is minimal compression deformity of the superior endplate of l5 vertebral body. (B)(6) 2007: the patient underwent x-ray for chest pa and lat. Impression: no significant changes in the appearance of the chest since the prior examination. No evidence of infiltrate. (B)(6) 2007: the patient underwent spine one view any level, lateral view of the lumbar spine and the impression was a radiopaque marker visualized at the posterior aspect of s1 vertebral body. There is minimal compression deformity of the superior endplate of l5 vertebral body. (B)(6) 2007: the patient is pretty much unchanged neurologically hence surgeon decided to advance his activities. (B)(6) 2007: the patient is awake, alert, has good strength in his lower extremities. Otherwise, from a neurologic standpoint is stable. He did develop some postoperative blood loss anemia for which he received a transfusion, but otherwise from a neurologic standpoint he is making progress. (B)(6) 2007: the patient underwent x rays for lumber spine. Conclusion: there was evidence of previous laminectomy at l4-l5. No subluxation. (B)(6) 2008: the patient presented with pains over the left chest, accompanied bychest pressures for the past week. This is worse when he lies on the left side. He also complains of diaphoresis but denies any shortness of breath. The patient has a history of hyperlipidemia and hypertension. His EKG showed t inversion in the anterolateral leads. The EKG shows t inversion in the anterolateral leads, although this has been present in the past. His bun was 14 and creatinine is 1.2. The troponins were normal. The patient admitted to the observation unit on telemetry. Doctor had serial ekgs and serial enzymes. (B)(6) 2009: the patient underwent MRI of the lumbosacral spine. Findings: laminectomy changes at l4-s1 with some disc degenerative changes at l3-4 and some narrowing of the canal at the l3-4 level on the sagittal images. On the axial images, at l5-s1 there is a central laminectomy extending up to l4-5. There does not appear to be any significant central stenosis. L3-4, has facet degenerative changes which are advanced bilaterally with a diffuse disc bulge and a trefoil-shaped canal with significant narrowing of the canal as well as more pronounced narrowing of the lateral recesses bilaterally. L2-3, has no significant degenerative changes and no significant stenosis. (B)(6) 2010: the patient presented with chest pain, hypertension, osteoarthritis, hypertensive cardiovascular disease. The patient was seen for cardiology consultation and stress test was performed that was negative. EKG has remained unremarkable. Cardiac enzymes were normal. The patient was started on protonix for his stomach symptoms. The patient complained fo chest pain after discharge. Medication - the patient's norvasc dose is increased to 5 milligrams to 10 milligrams daily, clonidine to 0.2 milligrams b.i.d. And is also started on prilosec. (B)(6) 2011: the patient underwent MRI lumbar spine without and with contrast. Impression: postoperative changes at l4-5 and facet arthropathy on the right at ls-s1. Generalized disc bulging at l3-4 and prominence of the ligamenta flava produces a moderate spinal stenosis. There is moderate foraminal narrowing bilaterally at l3-4 and on the left at l4-5. (B)(6) 2011: the patient presented with pain in the low back with radiation into the buttock, right greater than left side, and down over the lateral thigh and into the calf and feet. He also complained of numbness of his feet bilaterally. X-rays of his ls spine, obtained on this day, ap and lateral, demonstrated laminectomy changes at the l4-l5 levels. Impression: postlaminectomy changes at l4-5, 5-1, with what appears to be a pseudoarthrosis at the l4-5 level with progressive degenerative changes and degenerative spondylolisthesis at the l3-4 level above the area of his previous surgery. (B)(6) 2011: the patient underwent lumbar myelogram. Impression: post laminectomy changes at l4-l5, with the contrast column and thecal sac cut off at the upper l5 level. Narrowing and constriction of the thecal sac and spinal canal stenosis noted at the l3-4 level, where there is mild ventral indentation on the thecal sac, consistent with posterior bulging disk or disk protrusion. 1.23 minutes of fluoroscopy time was utilized. (B)(6) 2011: the patient underwent CT lumbar spine post myelogram due to stenosis post laminectomy and fusion and back pain. Impression: there is moderately severe spinal canal stenosis at the l3-4 level where there is moderate diffusely bulging disk and degenerative facet changes with some widening and distraction of the l3-4 facet joints. Postsurgical changes with post laminectomy changes and posterior bony fusion at l4 and l5 with changes of arachnoiditis beginning at the ls level. There is asymmetric soft tissue along the left posterior disk margin and inferiorly at the l4-5 disk level as noted with otherwise what would appear to be diffusely bulging disk at the l4-5 level. At the l5-s1 level there are primarily hypertrophic degenerative facet changes on the right with anteriorly directed spur medially related to the right l5-s1 facet joint complex and positioned posterior to the proximal right s1 nerve root and then more inferiorly with narrowing of the right s1 lateral recess proximally. (B)(6) 2011: the patient underwent myelo-CT which demonstrated significant stenosis at l3-4 with post laminectomy changes at l4-5, 5-1 with evidence of arachnoiditis and scarring of the nerve roots at the l4-5, 5-1 area. There did not appear to be a solid fusion at l4-5 or 5-1, and evidence of a significant bone graft harvesting off the right iliac crest. (B)(6) 2011 : the patient presented with preoperative diagnoses of spinal stenosis, degenerative spondylolisthesis; postlaminectomy syndrome; pseudoarthrosis. The patient underwent complex revision l3-l4, l4-l5 central laminectomy to decompression of canal lateral recess and neurolysis; complex takedown of pseudoarthroses l4-l5, l5-s1; complex revision l3-l4, l4-l5, l5-31 posterior spinal fusion; segmental instrumentation l3 through s1; harvesting of left iliac crest with use of local autograft /allograft. (B)(6) 2011: the patient underwent x-ray of lumbar spine. Impression: ongoing lumbar surgery. (B)(6) 2011: the patient presented with no complaints. On examination, the incision was healed well. Lower extremity neuro was intact. X-rays, ap and lateral, demonstrated good position of the instrumentation with increased bone graft incorporation over the area of the surgery. Impression: one month status post revision l3 through s1 decompression and fusion with instrumentation, doing well. (B)(6) 2011: the patient presented post revision l3 through s1 decompression and fusion with instrumentation. He complained of some burning in the low back with sitting. Impression: 2-1/2 months status post revision l3 through s1 decompression and fusion with instrumentation, doing well. He is tapering down his pain medication and is down to taking only two vicodin a day. (B)(6) 2011: the patient presented for MRI lumbar spine without and with contrast. Impression: postoperative changes in the lumbosacral region are present. There is no evidence of spinal stenosis. Degenerative disc disease at l3-4 and l4-5 is present with some annular disruption posteriorly at l4-5. (B)(6) 2011 : the patient presented with increasing low back and pain. Impression: increasing low back pain, symptoms consistent with myelopathy. (B)(6) 2011: the patient underwent MRI cervical spine without and with contrast. Impression: degenerative changes of the cervical spine are most marked at the c3-4 and c4-5 levels. Spinal stenosis is present at these levels greater at the c3-4 level. There is marked foraminal narrowing bilaterally at the c3-4 and c4-5 levels. Less marked foraminal narrowing is present bilaterally at c5-6. (B)(6) 2011: the patient underwent MRI scan which demonstrated degenerative changes at c3-4, 4-5, 5-6 with narrowing of the canal most pronounced at the 3-4, 4-5 levels. There was a small amount of signal changes within the cord at c3-4 on the t2 weighted sagittal images. He had moderate stenosis at the 3-4, and slightly less at 4-5. He still complained of back pain, but also had difficulty with his balance as well as fine motor control of his upper extremity. (B)(6) 2011: the patient presented with significant trunk pain, back pain, leg burning, and dysesthesias. He had significant stenosis over the upper cervical spine, most pronounced at c3-4 and 4-5. His back, again, appeared to be healing well and there was no evidence of any stenosis over the lumbar spine. (B)(6) 2011: the patient presented with pre-operative diagnosis of cervical spondylosis, cervical stenosis, and cervical myelopathy. The patient underwent complex anterior c3-c4, c4-c5 diskectomy with c4 corpectomy and decompression of canal and cervical cord; anterior c3 through c5 fusion with allograft/autograft; anterior c3 through c5 plating; use of spinal cord monitoring.per the op notes, an appropriate size atlantis vision plate was placed anteriorly and screws were placed into c3 and c5. Locking screws were tightened in position. A lateral x-ray was obtained to verify proper location. There were no complications reported. (B)(6) 2011: the patient underwent x-ray of cervical spine. Impression: intraoperative localization; anterior column fusion. (B)(6) 2011: the patient presented pain. X-rays, ap and lateral of the cervical spine, demonstrated good position of the bone graft and plate anteriorly. X-rays of the ls spine, ap and later, demonstrated a solid fusion from l3 through s1. Impression: one month status post anterior c3 through cs decompression and fusion with indentation, doing well and 6 months status post his lumbar fusion. Medication: taking 1 vicodin a day. (B)(6) 2012: the patient underwent electromyogram and nerve conduction study. Impression: this study suggests that there is electrodiagnostic evidence of peripheral polyneuropathy with some axonal degeneration and there is also chronic and old l/s radiculopathy; there is no obvious lumbosacral, plexopathy or myopathy. (B)(6) 2012: the patient presented with low back and buttock pain. Impression: three months status post anterior cervical discectomy and fusion. (B)(6) 2012: the patient underwent CT scan of the lumbar spine. Impression: the postsurgical changes in the lower lumbar spine with some epidural fibrosis but no significant disc herniation or stenosis is demonstrated. (B)(6) 2012: the patient presented with back pain. CT scan which was reviewed and demonstrated postsurgical changes from l3 through s1; the fusion did not appear to be solid; however, there were several areas where the fusion was thinned. Medications: taking 3 vicodin-es a day. (B)(6) 2012: the patient presented with low back pain. On examination, the back incision was well-healed. Lower extremity neuro was intact. X-rays of the ls spine, ap and lateral, demonstrated bridging bone throughout the l3 through s1 levels; however, there was haloing around the l3 screws. X-rays of the cervical spine, ap and lateral, demonstrated good position of the bone graft and plate anteriorly. Impression: one year status post l3 through s1 revision decompression and fusion with instrumentation with some persistent back pain. Medication: started taking 2 ultram a day, as well as a vicodin at night. (B)(6) 2012: the patient underwent bone scan with spect/CT of lumbosacral spine. Impression: postoperative changes in the lumbar spine are evident. There appears to be some mild lucency along the pedicle screws at the l3 level some of which could be related to metallic artifact but there is some activity more prominent at this level compared to the s1 level suggesting the possibility of loosening. Activity of the bone fusion material is not unexpected. Postoperative decompressive laminectomy is present. A spinal stenosis is not apparent. There is absence of the left kidney. (B)(6) 2012: the patient presented with back pain. The bone scan demonstrates some lucency in the area of the l3 screws with a question of some loosening of the screws. It was felt that there was a good chance of this going on to heal spontaneously. Medication: vicodin has stopped and started taking ultram. (B)(6) 2012: the patient presented with back pain, as well as burning into his legs and also difficulty in walking. Impression: persistent low back and lower extremity dysesthesia /radicular type pain. The CT scan did not demonstrate any obvious evidence of pseudoarthrosis, as did the bone scan. (B)(6) 2012: the patient underwent MRI lumbar scan with contrast. There was evidence of prior surgery in lumber spine. Impressions: post-surgical changes in lumber spine; epidural fibrosis; mild spinal canal stenosis at l2-l3. (B)(6) 2012: the patient presented with a dysesthetic pain in his legs and buttocks, during night. His MRI demonstrated no significant stenosis throughout the ls spine. He did have clumping of the nerve roots and some evidence of arachnoiditis at the l4-l5 level. Flexion and extension views of the ls spine demonstrated no evidence of any motion over the l3 through s1 segments. Medications: elavil (B)(6) 2012: the patient presented with leg dysesthesias, and difficulty with his walking. The patient underwent ap and lateral x-rays of the cervical spine which demonstrated a solid fusion from c3 through c5 with good position of the instrumentation. Impression: increasing leg dysesthetic symptoms, as well as difficulty with his walking. His subjective complaints appear to be more consistent with myelopathic rather than radiculopathy symptoms. (B)(6) 2013: the patient underwent MRI of thoracic spine without contrast enhancement. The thoracic cord revealed normal limits. Impressions: normal MRI of the thoracic spine. (B)(6) 2013: the patient presented with dysesthetic type pain in the low back with radiation to his legs. His thoracic MRI demonstrated no significant stenosis with a normal appearing cord. The cervical spine fusion appeared to be healed well. Medication: neurontin changed to 25 mg elavil.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.